Manufacturer narrative:
Evaluation results - (other): visual inspection of the returned product found the lens optic and both haptics torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions - (other): based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to user error. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens and the plunger overrode and scratched the lens. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the lens damage was possible, due to a loading error.